Event description:
Customer reported a broken screen on their pump, making the touchscreen unreadable and unresponsive. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insuilin therapy.